Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting and becoming inoperative was confirmed. Ventec opened the device in order to perform a visual inspection where it was observed that the internal flow transducer (ift) cable was no longer fully seated to the ift. Ventec reconnected the ift cable to the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that it rebooted and became inoperable. There were no reports of patient involvement associated with the reported event.